Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with complaints of fever, nausea, loss of appetite and abdominal pain. Blood cultures were obtained. Gastrointestinal consulted to rule out cholecystitis. The patient was admitted for sepsis. Patient international normalized ratio was supratherapeutic and was above 10. Patient was transfused 2 units of fresh frozen plasma and coumadin was placed on hold. Coumadin was resumed on (B)(6) 2020. International normalized ratio returned to normal on (B)(6) 2020 at 2.0. Patient was started on intravenous zosyn and vancomycin. Ultrasound of abdomen as obtained and showed suspicion of cholangitis. Surgery was consulted and acute cholecystitis was ruled out. Blood cultures came back positive for pseudomonas. Antibiotics were switched to intravenous meropenem. Computed tomography of the abdomen was obtained that showed inflammatory changes to the driveline, which is likely the source of infection. Transesophageal echocardiogram was obtained which was negative for vegetations or infection to left ventricular assist device pump. Patient was discharged to home on (B)(6) 2020. He was instructed to continue meropenem for 6-8 weeks with an estimated end date of (B)(6) 2020.

Manufacturer narrative:
The previous follow-up report was submitted with the incorrect date of (B)(6) 2020 in section g4. The correct date should have been (B)(6) 2020.

Manufacturer narrative:
Section g3: correction. Sections d4, h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event no further information was provided. The manufacturer is closing the file on this event.